Event description:
Resident found dangling over side of bed with restraints still on and tied to bed. Autopsy done/date filed 7/19/93. Asphyxlation due to thoracic constriction by restraint device. It was 8/13/93, before I had rrreason to believe device may have contributed to the death. That is when I received a copy of the cert of death. Diagnosis- senile dementia; alzheimer's type; behavior disorder; violent outbursts; chr constipation; cad; hx angina; chf; recurrent uti; hypothyroidism; early cataracts ou. Has been psychiatric hospitalized due to severe behavior problems.